Manufacturer narrative:
An event regarding revision due to instability involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned. -medical records received and evaluation: a review of the follow up notes does not confirm the event of instability. The provided information was reviewed by a consulting clinician and there is no evidence for the causation of instability, further documentation such as operative reports and x-rays would be required to confirm a root cause. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: revision surgery took place due to mid range instability. The exact cause of the instability could not be determined due to insufficient provision of information. Further information such as: return of reported devices; x-rays, operative reports, and implant retrieval are needed to complete the investigation to determine the root cause of the instability. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon revised patient with mid range instability and sheered off patella. Left knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Surgeon revised patient with mid range instability and sheered off patella. Left knee.